Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the reservoir migrated from its original location. When the patient was doing heavy lifting, it moved out of place. The reservoir was removed and replaced. There were no patient complications.